Event description:
Boston scientific received information that this device was electively explanted. The device was returned to allow for reliability analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis determined that this device experience a shortened elective replacement indicator (eri) to end of life (eol). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.